Event description:
Situation - vesco 20f balloon g-tube found on bed, tube out of stomach. Background / risk factors - veteran npo with diagnosis of dementia. Assessment: balloon noted to be "popped." Response / interventions - foley catheter inserted into sit and veteran sent to interventional radiology for peg tube replacement. Action / investigation - tube/balloon found deflated. We will send to MFR for review for defect. May have been perforated. FDA safety report ID# (B)(4).